Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 401 mg/dl at the time of incident. The customer was declined troubleshooting. Customer stated that they had problems with the contour nest link and the device they used the finger stick it unable to connect with insulin pump. The insulin pump will not be returned for analysis.